Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device was tightened hard and the dr used it to make an anastomosis. A leak test was performed and confirmed with an endoscope that the surgery site had no problem. Four hrs later, bleeding occurred and the pt went back to the or, where add'l suture wa performed to stop bleeding. The pt is getting better.